Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump is delivering more insulin that its supposed to, and his blood glucose was 59mg/dl. The customer treated his blood glucose with food and a (B)(6). Troubleshooting was performed, and the drive support cap appears normal. Reviewed the programming and found that the time was incorrect due to daylight saving. Advised the customer to call back if issues persist. No further information was provided.